Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient ID, date of birth and weight, ethnicity and race was not provided for reporting. This report is for one band-aid unspecified lot number and UDI number is not available. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A daughter reported on behalf of her father that while removing an unspecified band-aid skin was removed. The consumer sough medical attention. No other additional information regarding the event was reported or obtained.